Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in multiple stored untreated episodes. Device data was sent to rhythmcare for review. Data review determined the device was double counting the wide complex ventricular arrhythmia experienced by the patient. Additional information was received that the oversensing observed also resulting in an inappropriate shock. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.